Event description:
The reporter stated that the device was alarming battery not calibrated. There was no pt injury or treatment associated with this event. Upon eval, it was discovered that the size potentiometer was not working correctly.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The battery was calibrated in response to the complaint. During the eval, the size potentiometer was replaced because it could not be calibrated. This is being monitored for trends.